Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that a device interrogation indicated 1163 short v-v episodes within a month. The patient will be monitored and the device remains in use. No patient complications have been reported as a result of this event.